Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that their implant was not working like it should and was not helping with the pain. The patient stated that they had to charge their implant every two days when before they would charge their implant every week and a half to two weeks. The patient saw their health care provider (hcp) last week and they told them to call to meet with a representative to check the device. The patient denied any recent falls/trauma. When the patient unlocked the controller; the controller showed the patient was on group a. The agent asked and the patient confirmed they only had one group, group a. Agent walked patient through adjusting stimulation in group a. The patient was able to increase stimulation and confirmed they can feel the stimulation in their back and a little on the left side. The issue was not resolved. The patient was redirected to their hcp to further address the issue.